Event description:
The facility reported that the patient was being removed from the tub. As the hoist rotated outside of the bath, there was no problem. The tub was full of water. Then the patient used his arms to push against the seat to stand up. At this point, the caregiver noticed the bath tip slightly and put his foot against the side to counteract the imbalance. No injuries were reported. (B) (4).

Manufacturer narrative:
The device was inspected by an arjo investigator and found to be in fair condition. All functions were operating. The bath was not secured to the floor (no fixing found with bath). The bath tips over when weight is applied to the hoist and the batch has no water. Based on the information provided, the manufacturer has concluded that the cause of this incident is that the device was not installed according to manufacturer's specifications and instructions. It is stated in the operating and product care instructions that the equipment must be installed according to arjo's assembly and installation instructions. The manufacturer recommends re-installation of the batch with foot clamps and then having the bath load tested. The manufacturer also recommends that consideration should be given to replacing the device, as it is 10 years old and has exceeded its expected lifetime.